Event description:
Consumer called stating the band had a leak. She indicated that she had received two adjustments since the end of a clinical study in 2005. On her first adjustment, it was discovered the band had slipped. The band was deflated and no further intervention was taken. On the second adjustment, which occurred in 2008, could not provide specific date, the surgeon could not draw back the fluid that was injected in the band. The surgeon then performed the adjustment using fluoroscopy and noticed that the band was leaking. The band remains implanted in the pt. The pt will undergo gastric bypass procedure and the band will then be explanted. The surgery has not been scheduled.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.